Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vented paclitaxel set did not flow. This occurred during infusion of total parenteral nutrition (tpn). The reporter stated that the tpn was ¿clotting¿ at an unknown time during infusion and at an unknown point within the clearlink set. The set was replaced with a non-baxter set to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.